Manufacturer narrative:
(B)(6). Concomitant: neutral liner 32 mm i.d. Size jj for use with 54 mm o.d. Size jj shell item#00885101132 lot#62770259, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset lot#62721129 item# 00771101020, bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 lot# 27778801 item#00877503202. The reported event could not be confirmed based on limited information received. The x-ray review identified that the femoral stem exhibited mild varus alignment.the x-ray review did not confirm a specific cause of popping of hip implant. There was radiolucency noted at the acetabular cup metal-bone interfaces, charnley zones I and ii, could have caused the loosening of the acetabular cup . Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2016-04816.

Event description:
It was reported that the patient expereinced occasional popping of left hip implant approximately one year post-implantation. No intervention has been reported.